Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported a discrepant result for potassium (k+) between the I-stat and their laboratory instrument (gem). On (B)(6) 2011, an unresponsive pt presented to the ER with a diagnosis of coronary artery disease. At 9:42 am, a k+ result of 4.9 was obtained on the I-stat. At 10:48 am, a k+ result of 6.5 was obtained on the vista 500. At approximately the same time, a k+ result of 7.0 was obtained on the gem. The pt was treated on the gem result of 7.0. The operator did not flush the line prior to obtaining the specimen, as recommended in the procedure manual for the I-stat system, prior to running the sample. The pt expired on (B)(6) 2011 in the ICU. Based on the review of complaint data, there is no evidence of impact to pt management due to the I-stat results.